Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked case display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged at the reservoir lip ring. Customer¿s blood glucose level was 123 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.